Event description:
The customer reported approximately five (5) milliliters of unknown clear fluid leaked from below the instrument and onto the counter during troubleshooting for cassette not lowering onto the bed involving coulter lh 750 hematology analyzer. The customer discovered the fluid leak during cleaning of the sensors. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) reported cassette sensor errors. The fse noted the sensor distribution had moisture on the connector to the right cassette lift assembly, causing the lift to remain in the up position (to pick up a cassette that was not present). The fse cleaned the sensor distribution board connectors and replaced loose diluent tubing that connects the t-fitting (ft27-d) to check valve (cv24-b) which carries clean diluent to the sheath fluid coil assembly. The fse adjusted the red blood cell (rbc) and hemoglobin (hgb) calibration factors to 5c controls. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).